Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod. The patient reports calling the day prior to this event and having their basal rate adjusted from 10 to 20. The patient reports taking some glucose tablets which improved their blood glucose levels. Upon arrival of the ambulance the patient was provided food to consume by emergency medical services. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.